Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. At the time of implant placement, the bone was of poor quality, very soft, and the defect inside the bone was much larger than what we saw in the dental CT scanning. There was no primary stability.